Event description:
It was reported to covidien on 05/22/2009 that a customer had a problem with an electrode. The customer reports that his wife was in the hospital on monday, (B) (6) 2009 when she allegedly developed an allergic reaction. The customer reports that his wife experienced itching, red skin, and blisters. He further reported that his wife was evaluated by a dermatologist on wednesday, (B) (6) 2009, and was prescribed desoximetasone ointment.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.